Event description:
It was reported to medtronic minimed that the customer requested for test on transmitter. The customer also received a change sensor and calibration not accepted alerts. The customer reported no adverse event. The event involved product mmt-7911ww. Troubleshooting was performed and found that the rf icon did not turn green. Led(light emitting diode) light blinked when transmitter was connected to tester but transmitter did not communicate even after running tester procedure twice. The customer was informed that the transmitter might not be working. No harm requiring medical intervention was reported. Product return is not required for mmt-7911ww.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of one unit and performed visual inspection, the unit placed under microscope and found physical damage to the connector pins, unable to continue with functional testing due to transmitter being damaged. In summary, the customer complaint of unexpected sensor alarms anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.